Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There are two labels on the same box package, one is for code epm8739, another one is for code mb600. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product purchased? From authorized distributor. Is there an indication of how the product was distributed? From authorized distributor. Is there any indication of the source? Unk. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.